Event description:
The customer sent the autopulse battery to tech-service germany and complained about it. No adverse event reported.

Manufacturer narrative:
Autopulse battery was tested and found to operate within specifications. Battery output was above the 1300 watt minimum level. No adverse event reported.